Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information provided by the customer will be included in a follow up report. The customer reported that he ran transducer tests and turbine diff failed. Then customer tried to calibrate turbine diff pressure and that failed also (0 was at 924 originally and now is at 1159 and fails cal). At this time, vyaire medical has not received the suspect device/component for evaluation. Therefore no root cause can be determined.

Event description:
The customer reported vent inop alarm on the vela ventilator. The customer reported that there was no patient involvement associated with the reported event.